Event description:
Customer reported that he had unexplained high blood glucose and dka. Customer went to the emergency room and was hospitalized. Customer's blood glucose reading at the time of the emergency room visit was 511 mg/dl. Customer stated that his insulin pump was not delivering the insulin and was alarming no delivery. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with alarms due to faulty connector on interface board. However, the insulin pump passed displacement, prime, basic occlusion, occlusion and no delivery tests.